Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed power system error. The customer's blood glucose was unknown at the time of incident. The alarm has recurred from previous troubleshooting. The customer is not using an insulin pump with software version 2.6. The insulin pump will be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed pump error 25. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly.